Event description:
Patient reported the on/off button on the infusion device does not operate all the time. Patient stated the issue occurred this morning. Patient reported pressing the button while on the call and the infusion device did not come on. Patient stated she tried changing batteries to see if this would help; no success. Patient reported the button is definitely faulty. Patient will go on backup therapy. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.